Event description:
The st. Jude medical rep reported noise on a stored electrogram. High lead impedance was observed. The pt did not receive a therapy due to the noise, however, the device sensed the noise and charged the capacitors. The therapies were aborted. The ICD and lead were explanted.